Manufacturer narrative:
Returned product performed in accordance with manufacturer's instructions for use. Customer's complaint of inaccurate erratic results was not confirmed. Returned meter was set to mmol and date was not correctly set. Unable to confirm if readings as described by customer were stored in meter internal log as date is not correct.

Event description:
Customer reported receiving erratic readings. In blood glucose tests, customer received a reading of 161 and 198 mg/dl within 10 minutes. Customer also completed a lab test with results of 340 mg/dl compared to a freestyle result of 143 and 135 mg/dl. The results vary by more than 20% and are considered a malfunction when compared to manufacturer's specifications.